Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being incontinent on their hip wound closure and therefore becoming infected approximately 10 days post operation.